Event description:
The customer reported to olympus that during reprocessing on the colonovideoscope, foreign material was exiting from the air/water nozzle. While cleaning the scope and brushing down the channels, a reddish-pink coloring or residue was noted on the brush (both the biopsy channel and the suction channel). Brushed several times down channels with multiple brushes and washed through the reprocessor. The scope channels were then brushed again, with color residue still on the brush. The scope was rechecked the next day, and reddish residue was still noticeable on the brush, although there was minimal coloring. The customer rewashed and sent the device in for servicing. The intended procedure was completed. There was no patient harm associated with the event.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed. Additional issues were identified during the device evaluation: there was pink residue on the instrument and suction channel; a halo due to objective lens glue; the forceps passage had pink residue; there was low up and down angulation; dents and scratches on the distal end plastic cover; the objective lens had small scratches; however, it did not affect the image or peeling on the cement. Additionally, the lenses were cracked twice, the distal sheath was cracked with cotton and discoloration, the suction flow also had pink residue inside the channel, and the light guide tube had superficial scratches and buckles not affecting the function. The scope was washed, disinfected, and sterilized before being sent to olympus. No error messages were observed as a result of the failure. The customer was unsure about when the foreign material had adhered to the endoscope. The customer did not know what the foreign material might be. There was no delay in the start of precleaning. Bedside precleaning was completed, and the scope was then taken to the washroom immediately. The issue was noticed during the cleaning process with the foreign material or coloring with the brushing of the channels. Water was aspirated through the channels during precleaning and brushed several times during the cleaning process with clean brushes. There were no concerns or abnormalities found during reprocessing. Clean sponges and a new brush are used each time the instrument channels are brushed. The instrument channel, instrument channel port, and suction cylinder were all brushed with a clean, new brush each time. The device history records for this device were reviewed, and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The root cause could not be identified. Olympus could not identify the foreign material, but we could confirm that it was there. The event can be detected and prevented in accordance with the following instructions for use (IFU). The instruction manual gif/cf/pcf-190 series operation manual chapter 3: preparation and inspection describes how to detect the suggested event. The instruction manual gif/cf/pcf-190 series reprocessing manual chapter 5, reprocessing the endoscope, describes how to prevent the suggested event. Olympus will continue to monitor the field performance of this device.